Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath was confirmed but the exact cause remains unknown. The product returned for evaluation was one 4.5fr microez microintroducer. The returned product sample was evaluated and the tip of sheath was found to be deformed. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ a longitudinally aligned split was present at the sheath edge ¿ the split had straight and well-defined fracture edges ¿ buckling and flaring of the sheath edge was present around the split peel-apart sheath deformation was observed that appeared consistent with insertion against resistance; however, it could not be determined if any additional factors also contributed to the reported event. Resistance during insertion may occur if the insertion angle is steep, insertion is attempted through too-small of an incision and/or if the transition between the sheath and dilator is rough. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the tip of the catheter sheath cracked, rendering it unusable. No further information was provided.